Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned blazer prime xp temperature ablation catheter was visually inspected, and it was found that the shaft was cut. Functional testing revealed that the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed, and the device was found within specifications. Electrical testing was also performed, the ablation was verified using the maestro generator 4000, and the device was found within specifications. Media inspection on the photo provided observed ECG and noise signals. Product analysis could not confirm the reported noise event; however, due to the mismatch between the media attached and the evidence found, analysis was unable to exclude device problem. Secondary findings observed shaft cut damage which was most likely due to the handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure which could possibly affected the device performance and integrity.

Event description:
It was reported that the catheter presented with noise. During a procedure to treat atrial flutter, a blazer prime xp temperature ablation catheter was selected for use. Noise was observed. No error messages were displayed, and no visible problems were noted on the electrode; however, one or two electrodes were found to cause the issue. The device was replaced, and the procedure was completed successfully without patient complications. The device has been received and analyzed. Note: this event has been deemed a reportable event based on the investigation results which revealed that the shaft was cut. Please see block h11 for full investigation details.